Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens released too quickly and caused a posterior capsule tear. The lens was removed and replaced with a 3-piece lens placed in the sulcus. Additional information has been requested.